Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event the occurred on (B)(6) 2015. Patient was not wearing dexcom continuous glucose monitor (cgm) at the time of the reported event, due to the use of incompatible sensors for the g4 system. Patient reported that the transmitter was not fitting into the sensor pod. Patient reported that he had a cold and went to the sauna to become decongested. Patient felt tired after the sauna and went to eat. Patient tested his blood glucose (bg) and it was 28mg/dl. Patient became irate with family and tried to drive with a bg of 28mg/dl. Patient's brother in law followed him and took his keys. After the patient's brother in law took his key back inside, patient was found lying in the driveway at approximately 6:10 cst. 911 was called. At approximately 6:30 cst, the paramedics arrived and administered glucagon. Emergency medical technician's (emt's) were with the patient for about 45 minutes, until the patient signed a release to decline transport to the hospital for medical attention. At the time of contact, patient was at home and doing "ok". No additional event or patient information is available. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia. Additionally, it was reported that the patient was using an incompatable sensor for the dexcom g4 platinum continuous glucose monitoring system. It should be noted that the dexcom g4&#59408;platinum sensor, transmitter, and receiver are not compatible with the seven/seven plus transmitter and receiver. Different generations will not connect with each other and will not work. Also, make sure to use the correct version of dexcom studio with your system.

Manufacturer narrative:
(B)(4).